Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report that the pc displayed the eri message ¿replace generator soon¿ was confirmed. A longevity calculation and analysis of the returned ipg confirmed the device declared elective replacement indication (eri) and end of life (eol) and had normal battery depletion to the end of life. The ipg failed proclaimer battery warranty criteria as the programmed amplitude was set higher than 0.7 ma.